Manufacturer narrative:
Additional catalog #s: 72402106, 72402287. (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A patient with neurologic disorder was implanted with an acticon device on (B)(6) 2000. Patient reported that she used to squeeze her abs pump 10+ times to open cuff all the way, but recently, after only 2-3 squeezes, the pump remains flat for quite a while. Recommended patient see dr (B)(6) about the situation. Additional information received on 03/30/2009 indicates the issue was addressed and no revision surgery has taken place. Additional information received on (B)(6) 2009 indicates the entire device was removed and replaced on (B)(6) 2009. A request for the device has been sent and the device has not been returned for analysis. No further information was provided.